Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr), annular dilatation, thin and frail anterior and posterior leaflets for a mitraclip procedure. During the procedure, first mitraclip was implanted on the anterior and posterior leaflet 2 (a2/p2). Second mitraclip was implanted lateral to the first clip. It was observed that there was damage to the leaflet. It was noted that the clips were attached to both the leaflets. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was due to patient anatomy (i.e. Leaflet sickness) and procedural circumstances (i.e. Tension on the leaflets). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.